Manufacturer narrative:
(B)(4). Washer uncut. Additional information was requested. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device was used to anastomose the colon and the rectum with double stapling technique. Echelon instrument was combined. The device was fired after the indicator was within lower than the middle position of the green gap setting scale and released the safety lever at the first firing. The firing was too hard and the trigger could not be fully grasped. The sound which would be heard when the washer was cut was not heard. It was found that the anus side of the rectum was cut but the colon side was not cut. The deployed staples were unformed. As the device could not be removed from the site, additional suture was performed by the transanal route. There were no adverse consequences for the patient.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced failure code 812:00 which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was disassembled to verify the condition of the internal components and no anomalies were found.